Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection found contamination on the force sensor wires which contributed the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the reported system error 345 alarms which were not reproduced. System error 345 alarms were verified through a review of the event history log. The system error 345 alarms were found to be caused by a failed upstream sensor and the contamination on the force sensor wires. The upstream and downstream sensors were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm. There was no patient involvement. No additional information is available.